Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia and was admitted to hospital. It was further reported that the leadless implantable pulse generator (ipg) was at end of service (eos) after prematurely depleting. The leadless ipg is off and remains in the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the leadless ipg was replaced with a single chamber transvenous pacemaker.